Event description:
Caller reported an alarm 2 with an occlusion issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support instructed the caller on several corrective actions, including disconnecting tubing, tightening connections, and delivering boluses. Despite recurring occlusion alarms, a successful bolus was eventually delivered, and the caller was advised to replace supplies as necessary and resume insulin therapy, with further assistance offered if needed.